Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a system error (se) 0002. After review of the customer discontinued use of the homechoice (hc) machine and returned it to baxter. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a system error (se) 0002. During a follow up call on 10/04/10: the facility nurse indicated the patient expired on (B)(6) 2010. Reportedly, the patient went into cardiac arrest and was hospitalized. The patient expired while hospitalized. Reportedly, the patient was not connected to the cycler at the time of death. No issues were experienced with the device or disposables. The nurse indicated there was no connection between the baxter products and the patient's death. This is the master complaint for the event of death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab for evaluation. Upon completion of the evaluation a follow up report will be submitted.the MDR was intiially submitted on 10/15/10 and failed ack3, therefore the MDR will be resubmitted this date.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab for evaluation and was inoperative for a se 2 (interprocessor communication error). The device failed the homechoice rite (return instrument test evaluation) functional test for inoperative and a reload set (rls) 151 (volumetric standard left pressure leak). The device passed the rite electrical test. An internal inspection revealed the volumetric standard left (vsl) transducer tubing was damaged and leaking. Accuracy confirmation and temperature verification tests were performed and passed. A review of the device logs revealed no anomalies and no instances of iipv (increased intra-peritoneal volume). There were no issues identified during the service history review. The assignable cause for rite test failure was undetermined. The assignable cause for rite test failure - rls 151 was determined to be a damaged vsl transducer tubing. The rite failures would not have caused or contributed to the home patient passing away. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.